Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 safety mechanism failure. It was reported by the customer that the safety cover did not clip over needle and cover needle after injecting. Verbatim: rcc received a complaint via email. (B)(4). Product problem report: product information: product code: 305781. Product description: syringe & needle 3cc 25g x 5/8in & safety eclipse bx/50. Lot/serial #: (B)(6). Expiry date: 2028-12-31. Problem information: cite customer complaint# (B)(4). Incident date: 22-09-2024. The safety cover did not clip over needle and cover needle after injecting.

Event description:
Material: 305759; batch#: 3360142. It was reported by the customer that the safety cover did not clip over needle and cover needle after injecting. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(4). Product problem report; product information; product code: 305781; product description: syringe & needle 3cc 25g x 5/8in & safety eclipse bx/50 ; lot/serial #: (B)(6); expiry date: 2028-12-31. Problem information **cite customer complaint#(B)(4)** incident date: 22-09-2024 the safety cover did not clip over needle and cover needle after injecting. Additional info: 1. Kindly provide the batch/lot number of the product. Provided batch number #3360142 is not match with provided material number#305781. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Staff member received a needle poke to thumb with contaminated needle. 3. Kindly confirm any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? The contaminated needle was disposed of immediately in sharps container. We know if this is to occur again the needle will be kept so that it can be shipped for further investigation. Please see the attached picture of the same batch of needles. I am not sure where to access the batch number so I thought it might be easy to send you a pic as I see there is a qr code on the product that might provide you with more information.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.